Event description:
The doctor reported that the patient had nose bleeding after completing the gentlewave procedure. The next day the patient reported nasal drainage; and it continued for two days. After two weeks, the patient was sent to an ent doctor and was diagnosed with oro-antra fistula.